Manufacturer narrative:
The evaluation confirmed the reported panel error. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a thoracoscopy procedure, device displayed a touch panel error (e333). The device was restarted and recovered. There was no death or injury reported due to the event.

Event description:
It was further reported that the subject device was inspected before use and no abnormalities were found. The patient was under general anesthesia at the time of the procedure. The device malfunction only delayed the procedure by a few seconds as it was being turned on and off. The patient was not adversely impacted by this delay. The procedure was successfully completed with the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h10 of the initial report: the subject device was returned, and the investigation was unable to confirm the reported e33 error code. A touch-panel screen was performed, and the device was operated continuously/long-term. The subject device was also turned on and off repeatedly. The reported problem was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it was probable that the error code was produced due to a temporary abnormal operation of the touch panel. Olympus will continue to monitor field performance for this device..